Event description:
It was reported that (a) mcl20 was used during a right colectomy procedure. It was reported by the rep that the clips did not close all the way and few fell off before device was activated. Opened another device to complete the case. There was no consequence to pt.